Event description:
Reportable based on the analysis received on 6/30/2005. It was reported that during a ptca procedure, difficulty removing the wire from the balloon was encountered. No pt injuries or complications were reported.